Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of device memory noted no suspicious fault codes or resets while implanted. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population."

Event description:
This product was returned to the manufacturer without any report of performance issues or adverse patient effects. The returned device was analyzed and initial investigation noted evidence of a leaky low-voltage capacitors (hydrogen-induced).